Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Several high ventricular rate episodes were noted due to noise oversensing. The left ventricular lead was reprogrammed. The patient was stable.